Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: olympus lamp expired life meter reading over 500 hours, front panel mouth crack damaged and scope socket has corroded pins. Based on the results of the investigation, a definitive root cause for ''the power button stuck'' could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the xenon light source power switch malfunction (power button is stuck). The issue occurred during preparation for use. There were no reports of patient harm.